Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as red and itchy. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a zinc ointment for the wound. Follow up indicated that the wound improved.